Event description:
Same case as MDR ID:2134265-2015-02690. It was reported that a wire fracture occurred. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified proximal left anterior descending artery. A 1.25mm rotalink¿ plus and a 325cm rotawire were used for treatment. Prior to inserting the burr into the guiding catheter, rotation speed was checked for 10 seconds. The burr was positioned downward to ensure that flushing could go down. It was also observed that the wire was not curved at all; however, it was noted that the wire was detached. The rotawire was then exchanged with another of the same device; however the physician observed severe resistance while advancing the burr and the rotawire. Thus, the burr was replaced with another of the same device which completed the procedure. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID:2134265-2015-02690. It was reported that a wire fracture occurred. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified proximal left anterior descending artery. A 1.25mm rotalink plus and a 325cm rotawire were used for treatment. Prior to inserting the burr into the guiding catheter, rotation speed was checked for 10 seconds. The burr was positioned downward to ensure that flushing could go down. It was also observed that the wire was not curved at all; however, it was noted that the wire was detached. The rotawire was then exchanged with another of the same device; however the physician observed severe resistance while advancing the burr and the rotawire. Thus, the burr was replaced with another of the same device which completed the procedure. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
(B)(6). Age at the time of event: 18 years or older. (B)(4).